Manufacturer narrative:
(B)(4). (B)(6).    Complaint conclusion: it was reported that the operator (interventional neuroradiologist) created a dissection in the patient¿s artery (common femoral artery) with a 5f mynxgrip vascular closure device (vcd) wire whilst attempting to insert the device into an existing procedural sheath. The use of the mynxgrip device was then aborted. The operator used a non cordis vcd to close the dissection. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The patient required an extended hospitalization for 3 days. The patient has deteriorated because of a ruptured aneurysm not related to the vcd deployment and the patient will be taken off life support. The product was not returned for analysis. Review of lot f1705101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time

Event description:
It was reported that the operator (interventional neuroradiologist) created a dissection in the patient¿s artery (common femoral artery) with a 5f mynxgrip vascular closure device (vcd) wire; whilst attempting to insert the device into an existing procedural sheath. The use of the mynxgrip device was then aborted. The operator used a non cordis (vcd) to close the dissection. The product is not available for return. There were no damages or anomalies noted when the device was removed from the package. The device prepped normally.  The patient required extended hospitalization for 3 days. The patient has deteriorated because of a ruptured aneurysm, following the procedure after post deployment of the non cordis (vcd) and the patient will be taken off life support.